Manufacturer narrative:
The investigation for the device positioning issue, hemolysis, and organ failure has been completed. Data logs were returned for review. Since data logs were inconclusive, clinical details reported troubleshooting did not resolve the issue and product wasn't returned for investigation, the cause of the hemolysis could not be determined. Since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the device in wrong position could not be determined. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. On day 2 of impella cp support, it was reported that the patient¿s laboratory samples were hemolyzed. The performance level of the pump was turned down to attempt to alleviate the hemolysis. An echocardiogram was performed and revealed that the pump was angled towards the mitral valve. It was noted that repositioning the device did not resolve the hemolysis. Subsequently, dialysis was initiated. The patient was escalated to an impella 5.5. The impella 5.5 had no reported complications or patient harm reported. The impella 5.5 was explanted successfully after weaning. The patient's outcome at the time of explant was survived.